Manufacturer narrative:
E.1 facility address character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked at the septum. The following information was provided by the initial reporter, translated from japanese to english: it was reported that leakage from the connection (septum part) of a single q-site attached to the main part of a three-way stopcock. *when the infusion route is connected.

Event description:
No additional information.

Manufacturer narrative:
Cancel MDR due to incorrect site registration number selection in the initial MDR. A new initial MDR has been filed with the correct site registration number. See MFR report #1710034-2024-00611.